Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricle lead exhibited low impedances and noise. The lead was programmed to unipolar configuration and noise was still present. Noise could not be reproduced in clinic. The lead was capped and replaced.